Event description:
It was reported that during an open subtotal stomach-preserving pancreatoduodenectomy total gastrectomy, staples of the distal part (3/10) and of the patient side were unformed when the device was used for the gastric body resection at the first firing of the first instrument. The staple height was blue. The tissue was regular and the instrument was not fired across the hard objects. Reinforcement material was not used. The first firing force was much higher than expected. After that, new instrument (second instrument) was used for additional suture. The device with the gold staple height was fired without a tension and a twist and was kept clamping the tissue for 30 seconds under the sales rep's explanation, but staples were unformed as well. Additional suture was performed by hand to complete the case. The second firing force was lower than usual. The sales rep got called from the hospital and started witnessing the procedure about two hours later from the event had occurred. During that time, second instrument was fired on jejunum. Its function was no abnormality and the staples were proper. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? ---yes. Was the sales rep present during the surgeon's first few cases to ensure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc)?---after 1st firing. Was the cartridge loaded with the retaining cap on? ---yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no information. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)?---the first firing force was much higher than expected. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)?--- staples of the distal part (3/10) and of the patient side were unformed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)?--- the tissue was regular. Was a leak test completed? ---no information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? ---yes. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show?--- unformed. Was the firing to close an ostomy? ---no. Is a pathology specimen available? ---no. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? ---primary disease: pancreatic cancer, history of surgery : distal pancreatectomy 3 years ago. How long has the surgeon been using this device for this procedure? ---a few times. What predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---yes. Where was the location of the malformed staples _ distal, proximal or in the middle of the staple line? ---distal. Were the malforms on the line closest to the cut line or in all of the rows? ---staples of the distal part (3/10) and of the patient side. Were the staple legs unformed or did they have irregular shapes? ---unformed.

Manufacturer narrative:
(B)(4). Damaged staple height selector. The analysis results found that the instrument was received with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. After further analysis, it was noted that the staple height selector was damaged. The device was disassembled to verify the condition of the internal components and the staple height selector detached from adjusting plate and the support spring was loose. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.